Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The capsule and delivery system were returned for evaluation. Visual inspection noted that the capsule and delivery device found no notable conditions. Functional testing found that that the capsule failed to attach. It was reported that the bravo capsule failed to attach to patient's esophagus. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule failed to attach to the esophagus. The capsule came out when the deployment device was withdrawn; the capsule was removed from the patient¿s mouth by hand. No lubricant was used during the procedure. A second capsule was used and successfully attached. No harm was caused to the patient, and no symptoms were experienced after the initial failure to attach. The deployment device was inserted with the capsule facing the tongue and maintained in the horizontal plane. The vacuum pump pressure reached 550 mmhg using medela suction during placement.

Event description:
It was reported that the capsule failed to attach to the esophagus. The capsule came out when the deployment device was withdrawn; the capsule was removed from the patient¿s mouth by hand. No lubricant was used during the procedure. A second capsule was used and successfully attached. No harm was caused to the patient, and no symptoms were experienced after the initial failure to attach. The deployment device was inserted with the capsule facing the tongue and maintained in the horizontal plane. The vacuum pump pressure reached 550 mmhg using a suction during placement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.